Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the bolus wizard delivered a very small amount of insulin. The customer previously had bolused for corrections. Reviewed the bolus wizard and found out that the insulin pump was tracking 7.7 units active insulin, therefore the bolus wizard delivered a bolus only to cover the carbohydrates that she was eating and the customer's blood glucose was elevated. No further information was provided.